Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with a concentration and dose of 2000 mcg/ml at 393.3 mcg/day via an implantable drug delivery pump for intractable spasticity and spinal cord injury. It was reported that the patient had missed their refill on (B)(6) 2020 so their pump went empty. The hcp confirmed that the patient did not have any symptoms. The hcp reported that the patient was in today ((B)(6) 2020) to get their pump refilled and the hcp wanted to know empty pump considerations. Technical services reviewed empty pump considerations (no priming bolus, bringing the patient back earlier to check for any volume discrepancies, dosing considerations). No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that it was discovered that the patient's pump was not actually empty but had 3.5 cc of drug left in it and they were able to refill the pump successfully. The issue has been resolved. No further complications were reported.